Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the reported complaint as the attachment was received in non-working condition. Although an actual temperature reading was not captured for the complaint, a root cause as to why this situation would have occurred could be determined. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. The cap end bearing exhibited wear and deformation. Significant debris was found within all inner components. All components looked dry and corroded with no evidence of lubrication.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.